Event description:
(B)(4).

Manufacturer narrative:
End user returned 3 sterile pen needles for evaluation after multiple requests were made. The samples were received on (B)(4) 2013, which were sent to the manufacturer for evaluation. The offending device was not returned. A batch file review was conducted on (B)(4) 2013, with no anomalies identified. The sterile samples have been tested by breakage test in accordance with iso 9626. The analysis showed the samples to be suitable. A phone call was made to the complaint on (B)(4) 2013 in an effort to again request samples in order for an investigation to be conducted, after she made contact with the UK office requesting information. During this phone call we requested also the return of the completed medical questionnaire originally provided to her in (B)(4) 2013, along with any samples she could return. This was received (B)(4) 2013. She communicated that she went to the e.r. When this happened and they could not help so she left and went to an alternative radiology expert to remove the next day. She also said she is a heart pt with congestive heart failure and that she developed pneumonia after this event. This report is being submitted following a discussion with an FDA investigator (B)(4) 2013. Previously, internal procedures used for determining reporting requirements concluded that this complaint was not reportable.